Event description:
It was reported that the customer had a vibrator anomaly on the insulin pump customer's blood glucose was 25.3 mmol/l. Customer has been treated. Customer has 2 basal rates and during the night, the pump vibrates periodically. Pump vibrated during the self test. Customer was advised to continue use of the pump and monitor the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.